Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, for the first firing, the nurse connected the reload to the adapter and checked the jaws opening/closing with no problem. The surgeon clamped the tissue and tried to reopen the jaws to change the staple line, however could not open the jaws at all. The status indicators were not illuminated blue. Then the surgeon fired the device without any change and the firing was completed. After the firing, the surgeon could open the jaws and removed the device from the tissue. The status of the patient is no problem.